Event description:
It was reported that during follow-up, this right ventricular (rv) lead exhibited pacing impedance below 200 ohms, which is low out of range. Provocative maneuvers were performed, however, no noise was detected, and the threshold and sensing values remain unchanged. The physician decided to schedule a closer follow-up. The lead remains implanted. No adverse patient effects were reported.